Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer's blood glucose level. Customer reverted to an alternate tandem insulin pump for insulin therapy.